Manufacturer narrative:
Product analysis:visually confirmed instrument tip breakage. Macroscopic examination confirms driver tip broken off at an acute angle. Microscopic examination of fracture surface reveals a quasi-brittle fracture surface with river lines and no indication of fatigue or torsion. Functionally evaluated the driver threaded portion of the sleeve for engagement into a sample mas head. The driver sleeve engaged the threaded without issue. The threaded portion of the driver sleeve is designed to mitigate instrument misalignment and associated bending stresses. This is consistent with not fully engaging the threaded portion of the driver sleeve into the mas head. Optical examination identified mas crown asymmetrical deformation of the crown, consistent with bending stress loading. The angulation and morphology of the fracture surface, in addition to the absence of torsional overload or mas head thread damage suggest failure due to bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, the tip of the driver broke in screw, both were removed thereafter. The product came in contact with the patient. However, no fragment of the product was left remaining inside the patient. No patient complications were reported.